Event description:
Pt reported obtaining a blood glucose result of 127 mg/dl, while using the suspect device. Pt indicated that no medication was taken based upon this value. An unspecified time later, pt's spouse reportedly found him "out of it". Emergency med svs were contacted, and upon their arrival, pt's blood glucose measured 28 mg/dl, on paramedics' blood glucose measured 28 mg/dl, on paramedics' blood glucose monitor. Pt did not know if any treatment was received by paramedics. Pt was reportedly transported to the hosp, details of pt's diagnosis or treatment were provided. Pt's current condition: not provided. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.